Event description:
The customer contact reported the patient received more medication than intended. The pump was programmed to deliver an unspecified concentration of 5fu in the continuous only mode at a continuous rate of 3 ml/hr with a vtbi (volume to be infused) of 138ml and a container size of 153ml. After approximately 32 hours, the solution container was found empty; however, the display indicated the total volume delivered was 95.7ml. There were no reported adverse patient effects. No medical interventions were required. During testing at the user facility, the pump passed testing for delivery accuracy. Though requested, no additional information was provided.

Manufacturer narrative:
The device passed testing for delivery accuracy. The pump history was printed at the manufacturing facility. The pump history indicated that the pump continued to be in use after the reported date. All data from the reported event date was overwritten by the newer information.